Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the locking ring came out and was deformed from impaction. Another cup was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device confirmed that the locking ring was damaged from impaction of liner into the cup. The damage to the locking ring would not allow the liner to be locked into the cup. However, evaluation was unable to determine root cause for bent locking ring.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.